Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the reported issues were that they had severe unbearable pain in their lower back and kidney area. After a cat scan was performed checking for kidney stones, it was determined that the patient was retaining urine. They drained 2,000 mg and sent them home with a catheter and 2 prescriptions. They were given instructions to see their urologist. It was stated they had a urine stimulator in their back that wasn't working since it needed a new battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy; the patient was having pain below the waistline where the implant was located. They could not feel the stimulation any longer and was wondering if the implant had moved. The patient was sick to their stomach and vomited a while ago. The implant was helping more than 50% with their symptom relief and did not have any pain until today. They were implanted to be able to urinate at a normal frequency. The patient stated they could not physically feel the device like they used to since it was implanted nine years ago - manufacturer records indicated the patient was implanted on 2009-(B)(6). The patient could not troubleshoot due to lack of product access. The patient was to call back to further troubleshoot and see if the implant was on. They mentioned they had checked a few months ago and everything was working fine. The patient had instructions on how to check the device, and noted they would also call their healthcare provider (hcp).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.